Event description:
Additional information received indicates that the suspected infection was observed in the generator pocket and around the lead near the pocket. The surgeon elected to remove the generator and all but one inch of the electrode portion of the lead. Cultures were performed but were negative for infection.

Event description:
It was reported that a patient's vns generator and lead were removed due to infection during a planned generator repositioning surgery which was undertaken due to generator migration. It was reported that the electrode coils were left implanted. Review of manufacturing records for the pulse generator and lead revealed proper sterilization prior to device shipment. No further information was provided and attempts for additional relevant information have been unsuccessful to date. The reported generator migration is reported in MFR. Report #: 1644487-2015-05251.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.